Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for tensile strength and it met the requirements.

Event description:
It was reported that by a veterinarian that an animal underwent a spay procedure on (B)(6) 2014 and suture was used. It was noted three days later the animal experienced post-operative suture breakage.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.